Manufacturer narrative:
Correction: foreign was erroneously entered. This event took place in the united states. Additional information: manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A visual review of the handpiece was performed. Only a partial portion of the handpiece was received from the customer. A review of the partial handpiece was performed. Visible burn marks were observed on the sheath (white tube covering the monofilament fiber) near the distal end of the heat shrink. It was also noted that a crease could be seen within the burn marks suggesting a break and/or bend at that point. The handpiece was attached to the he-ne laser for testing. The laser light did not travel to the end of the sheath. The sheath was removed from the heat shrink (black portion) and noticeable burn marks at the end of the sheath were observed. The laser light could be viewed at the end of the extender/knurled nut, but due to damage to the sheath, the light did not travel further. The heat shrink was cut so the inside could be viewed. Based on all observed damage to the handpiece it was suggested that a possible cause of the burning was due to a sharp bend/break causing laser energy to escape the fiber. Post production residual risk is communicated in the product¿s labeling and instructions for use (IFU). The IFU provides the following information: "always place the laser console near the sterile field. Position the white fiber coupler near the operative site to minimize tension on the fiber when the handpiece is in use. Do not bend the optical fiber at sharp angles. If breaks or fractures appear in the optical fiber, immediately discontinue use and replace with a new handpiece." This event does not identify additional hazards or modify the probability and severity of existing hazards a definitive root cause is unknown. No further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Initial reports for the event stated that the handpiece was tested and fired once with no problems. The device was then fired a second time and a "pop" was heard. A burning smell was noticed and a charred area was visible (exact location not specified). The resultant delay in the procedure did not cause adverse impact to the patient. The patient was discharged home after the procedure.

Manufacturer narrative:
A review of the outside of the handpiece was performed. Visible burn marks were observed at the proximal end of the sheath (white portion of the handpiece). It was also noted that a white ring could be seen within the burn marks suggesting a break and/or bend at that point. The handpiece was attached to the laser for testing. The laser light did not travel to the end of the sheath. The sheath was removed from the heat shrink (black portion) and noticeable burn marks at the end of the sheath were observed. The laser light could be viewed at the end of the knurled nut but due to damage to the sheath, the light did not travel further. The heat sheath was opened so the inside could be viewed. Based on all observed damage to the handpiece it was suggested that the cause of the burning was due to a bend or break in the sheath over the single fiber. A definitive root cause is unknown and the investigation is currently ongoing. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Initial reports for the event stated that the handpiece was tested and fired once with no problems. The device was then fired a second time and a "pop" was heard. A burning smell was noticed and a charred area was visible (exact location not specified). The resultant delay in the procedure did not cause adverse impact to the patient. The patient was discharged home after the procedure.